Manufacturer narrative:
Conclusion: product did not contribute to event.complaint reviewed and analysis showed no trend. Product not returned.

Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00071, 00072.

Event description:
Allegedly removed during the revision of another component.